Event description:
As reported by the user facility: reports the tip of the epidural catheter broke off in the patient. Two attempts were made to insert the epidural catheter in a laboring woman. The first insertion of the catheter had some difficulty. The first catheter was removed and a second epidural catheter was inserted smoothly. The anesthesiologist then looked at the first catheter and noted the wire coiling from the end of the blue tip missing. A CT scan performed showed approximately 1cm in length retained in the patient, positioned between l1 and l2. The patient was instructed in what occurred. There were no symptoms post epidural, and no additional treatment performed at the time of the incident. During discharge, the patient complained of numbness in left buttocks and left thigh. The anesthesiologist did check the patient and feels that it might be from the "after effects of the pressure of the baby during delivery as the baby was big, and she is a small woman". The patient is scheduled for a neurosurgeon consult at a later date.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report #(B)(6). The actual device involved in the reported incident was not returned for evaluation. However, 2 photos of the involved catheters were sent. Based on the first photo, the catheter appeared fractured with part of the inner coil unwound and extending out of the fractured end of the catheter. The area at the fracture appeared stretched. Based on the second photo, no abnormalities or anomalies were visually observed, and the catheter appeared intact. However, no specified conclusions could be drawn from the photos. The event description did indicate that there was some difficulty with the insertion of the first catheter. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot #, did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog # or catheter material #. There were no other reports of this nature against the reported lot#. If additional pertinent information becomes available, a follow-up report will be filed.